Event description:
A tech discovered that the right side siderail on this stretcher would not latch in the up position. There were no injuries in this event. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
Upon complaint review, it was determined that this condition has the potential to cause serious injury were it to reoccur. The tech replaced the shoulder bolt and repaired the cross member in order to resolve this issue.